Event description:
Customer's husband called to report an episode with low blood glucose. Customer was treated by emts due to low blood glucose reading of 19 mg/dl. Caller stated that his wife is a brittle diabetic and no longer feels the effects of going low. The customer started to seize and going comatose. Caller gave customer two glucose shots and called 911. Caller stated that customer did not have the sensor to alert her of the low, as the transmitter was getting charged. Customer's current blood glucose reading is 190 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.